Event description:
It was reported that when testing two robotic drills during a cori preventive maintenance, during the installation of the console, the kpc test was performed and cut sawbone to see if the drill was able to handle the torque. After cutting with the drill, it froze and seemed to be unable to keep spinning. They went back a step before kpc test on the diagnostic screen to unlock the attachment and the unlock mechanism seemed to go crazy by making a constant clicking sound. The drill was obviously not functioning properly. They unplugged the drill from the console and plugged back in to see if the test could be repeated and it was noticed that the test was able to run properly and give green checkmarks but was unable to cut bone. Also, the light at the input of the drill was intermittently blinking. No patient was involved. No other complications were reported.

Manufacturer narrative:
H3, h6: the real intelligence robotic drill, part number rob10013, s/n (B)(6), intended for use in treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. The strain reliefs are fully intact. A functional evaluation was performed. The reported problem was confirmed. The drill was connected to a cori system and a kpc test was attempted. The drill does not function. The exposure motor was temporarily replaced and the drill passes kpc and calibration. The most likely cause of this event is an electrical issue associated with the exposure motor. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. The review determined that prior escalation actions are applicable to the scope of this complaint and further investigation into the reported failure is being conducted to determine if additional escalation actions are required. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Further investigation into the reported failure is being conducted to determine if additional actions are required. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. G1

Manufacturer narrative:
H10: h3, h6: the real intelligence robotic drill, part number rob10013, s/n (B)(6), intended for use in treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. The strain reliefs are fully intact. A functional evaluation was performed. The reported problem was confirmed. The drill was connected to a cori system and a kpc test was attempted. The drill does not function. The exposure motor was temporarily replaced and the drill passes kpc and calibration. The most likely cause of this event is associated with a failure of the drill exposure motor due to the thermo-mechanical stress induced within the motor at the encoder and electrical noise on the console error status inputs to the drill exposure motor encoder. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical review concluded that the lot, serial number or part number reported in this event is related to a corrective/preventive action already implemented. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Continuous improvements have been made to the cori robotic drill and manufacturing processes to reduce drill disconnection error messages. These improvements consisted of: 1. A hardware update to the cori console to reduce noise on the internal electronics. 2. An update to the cori system¿s software and firmware to improve the user experience when error messages are displayed, and 3. A hardware update to the cori drill to reduce mechanical stress on drill exposure the motor. The first two improvements are fully deployed. The third improvement is being deployed for new orders and as drills are returned for routine servicing. Also, smith+nephew is voluntarily performing a recall/field notification for the cori real intelligence robotic drill. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. H11: corrected data updated section h6 (medical device problem code, component code, investigation findings and investigation conclusions).